Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high and low blood glucose levels. Customer's blood glucose level went as high as 500 mg/dl and as low as 40 mg/dl. Customer advised the needle from two of the sensors came off, the tower was stuck inside of the inserter and they used plyers to get it out. Customer advised they experience pain when giving larger boluses and that they rotate their sites.